Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation was performed, a 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not cross the lesion. When the device was removed, the stent which was being mounted on the delivery system, was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.